Event description:
Dominican republic. It was reported that a patient who underwent a reduction mammoplasty with implants in (B)(6) 2024, began to present rash, redness, and pain in both breast implants. She was advised to undergo explantation surgery. The explantation date was not provided. No patient demographics, such as weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information were made, and the investigation was completed.

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged event due to a lack of clinical evidence. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
As stated in literature: ¿the human immune system is a very highly refined mechanism of defense. Although charged with mounting an antibody response to any unrecognized antigen threat, it must also possess enough checks and balances to not cause unwarranted host-versus-host reactions. Silicone exists naturally in all mammals. An exhaustive search of the literature seems to indicate that silicone, as it exists in the current forms of implantable biomedical devices including breast implants, is an immunologically privileged and inert material. It remains incumbent for the medical practitioner, however, to consider an idiosyncratic reaction as a diagnosis of exclusion in a differential diagnosis for an individual with a history of a bioimplantable device and an unusual allergic response beginning after device implantation. Appropriate confirmatory evaluation, including patch testing, is recommended. If this diagnosis is supported, explantation of the device is curative.¿ (skandalakis & shiffman, 2009). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. The most common overall indication for reoperation is capsular contracture (handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable as follows: "because breast implant surgery is more often performed using general anes- thesia, it is associated with the same risks as other invasive surgical procedures. After breast implant surgery, patients might experience swelling, hardness, discomfort, itching, allergies, bruising, twinges and pain over the first few weeks".

Event description:
Dominican republic. It was reported that a patient who underwent a reduction mammoplasty with implants in (B)(6) 2024, began to present rash, redness, and pain in both breast implants. She was advised to undergo explantation surgery. The explantation date was not provided. No patient demographics, such as weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.